Manufacturer narrative:
The customer reported that the central nurse's station (cns) is down. According to the customer, this unit is connected to a kvm; however, the customer is unable to find it. The customer will have biomed reach out to troubleshoot. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) is down. There was no patient injury reported.

Event description:
The customer reported that the central nurse's station (cns) is down. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) is down. According to the customer, this unit is connected to a kvm; however, the customer is unable to find it. The customer will have biomed reach out to troubleshoot. There was no patient injury reported. Investigation summary: multiple attempts were made to collect further information from the customer, and to further troubleshoot the issue, however, no response was received from the customer. A review of the history of the serial number identified no further reports of the issue. Based on the available information, a definitive root cause could not be identified. Manufacturer references # (B)(4) follow up 001.